Event description:
New information received notes that the insertable cardiac monitor was explanted. Patient condition was stable.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis, and longevity assessment were normal. During the analysis the device was interrogated multiple times, and no interrogation anomaly was noted. No anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that there was an event of insertable cardiac monitor (icm) failed to be interrogated when the patient presented for clinical follow-up. No intervention was reported. Patient had no consequences.